Event description:
It was reported that during a robotic lobectomy, there was no battery power to the gun. The battery was dead out of the packaging. Same like device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Incorrect cartridge size the analysis results showed that one reload was received instead of the reported ec60a. The reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The reload was tested for functionality with a test device by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.